Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device did not indicate that the battery was charging. The customer reported that the device was in clinical use, however, no adverse patient impact was reported by the customer.